Event description:
Boston scientific crm received info that this right ventricular (rv) lead was dislodged. There was no capture and fluoroscopy confirmed the dislodgement. As a result, the rv lead was successfully repositioned. This lead remains implanted. Boston scientific did not make the event date available.